Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary/bowel problems and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological correction with sacrocolpopexy on (B)(6) 2010 to treat stage 4 pelvic organ prolapse and urinary retention with concurrent laparoscopic lysis of adhesions, right salpingo-ophorectomy, anterior repair, perineorrhaphy, cystoscopy, and suprapubic catheter placement. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.